Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, an occlusion alarm occurred. The customer's blood glucose (bg) was 185 mg/dl. The customer declined to provide additional information regarding the occlusion alarm and indicated that no supplies were changed to resolve the occlusion. Reportedly, the customer had insulin pen supplies available for alternate insulin therapy.